Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump button alarm was flashing red; however, no alert or alarm notifications were received. Pump insulin delivery was not impacted. Customer was able to access pump information, battery was not low and pump was not being charged at the time of the event. Tandem technical support reviewed pump data and no issues were identified. Customer reset the pump and the alarm was cleared and the pump button alarm was flashing green; issue was resolved. Customer's blood glucose was 174 mg/dl.